Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, approximately three weeks following implant, an intermittent loss of capture was observed. X-ray examination did not indicate lead damage or dislodgement. The lead was repositioned and the event resolved with no adverse consequences to the patient.